Event description:
It was reported that coil fracture occurred. The target lesion area was located in a medium tortuous splenic artery. A 6mmx6.5mm vortx-18 was selected for use in arterial aneurysm embolization. During the procedure, the coil deployed in the lesion after tumor was reached by the delivery system. The coil could not deployed upon withdrawal and was detached. Subsequently, the interlocking arm of the coil was detached/unlocked from the pusher wire. The coil was simply removed with the catheter from the patient, and there were no device fragments left in the patient's body. The procedure was completed with another of the same device. No complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by the manufacturer: the device was returned for analysis. Only the main coil was returned. The coil introducer, coil plunger and retaining clip were not returned. The main coil returned was found unraveled, kinked and stretched. No more damages were found. The dimensional inspection revealed that the apex zap tip, base zap tip, outer diameter (od) of the primary coil were within it's specification. However, the fiber bundles were not within it's specification as some of the fiber bundles were missing.

Event description:
It was reported that coil fracture occurred. The target lesion area was located in a medium tortuous splenic artery. A 6mmx6.5mm vortex-18 was selected for use in arterial aneurysm embolization. During the procedure, the coil deployed in the lesion after tumor was reached by the delivery system. The coil could not deployed upon withdrawal and was detached. Subsequently, the interlocking arm of the coil was detached/unlocked from the pusher wire. The coil was simply removed with the catheter from the patient, and there were no device fragments left in the patient's body. The procedure was completed with another of the same device. No complications reported and the patient was stable.